Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.